Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced cardiac tamponade. It was noted that two transeptal attempts were made during the procedure after approximately 15 to 20 minutes into the ablation procedure, after the two left pulmonary veins had been isolated, cardiac tamponade was identified in the patient. Drainage was performed and the procedure was discontinued at this time. The patient was hospitalized and is expected to make a full recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.